Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-04890. It was reported that the patient's l4 and l5 leads have migrated. This was confirmed via x-rays. Surgical intervention was undertaken and the leads were explanted and replaced.